Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor prompt has occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of a new sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.